Event description:
During routine testing of the device at the service center, the service technician reported, the center keypad was worn. The monitor was originally returned for repair due to an f100 error message when the worn keypad was found. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.